Event description:
On 8/10/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a hospitalization due to a power outage that caused their ilet to not charge, resulting in a lack of insulin delivery. As a result, the user's bg level rose to 491 mg/dl. The user did not use any backup therapy but did perform ketone testing, which led to a diagnosis of dka at the hospital. The user went to the emergency room (ER) due to a severe headache, where bg and ketones were checked. Subsequently, the user was admitted to the ICU and received an insulin drip for a few days.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen delivering insulin and reacting appropriately to cgm glucose values throughout the event period. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what caused this hyperglycemic event, as the device had sufficient battery power and was delivering insulin throughout the event. It is possible that this insulin delivery was insufficient because the user was not receiving the insulin, due to a failed infusion set, other failure associated with supplies, or not wearing the device.